Event description:
A customer contacted beckman coulter inc. (Bci) in regards to smoke being released from the au600 chemistry analyzer. No injury was reported.

Manufacturer narrative:
The customer powered the unit off upon noticing the smoke. A bci field service engineer (fse) investigated the smoke and concluded that the cpu of au600 pc to be defective. Fse installed new computer, cleaned cuvette, calibrated and qc tested the unit. Fse verified all repairs per established procedures and all results meet published performance specifications.